Event description:
It was reported that this lead was an attempted implant. During the procedure the lead helix was difficult to extend. After successful helix extension the pace impedance was greater than 3,000 ohms. The lead is expected to be returned. No adverse patient effects were reported.